Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up high, out of range, high voltage lead impedance was noted. The lead was capped and replaced. Patient condition was good during, and after the procedure.